Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received motor error alarms and no delivery alarms during bolus. Customer reported that when attempted to resume pump, he received a blank screen display. Customer's blood glucose was 297 mg/dl. Troubleshooting could not be performed for no delivery as it was a past even and customer discarded supplies. Customer also reported of having blood glucose of 507 mg/dl due to food and treated with bolus.